Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the lens, a model za9003, broke off when the physician rotated it in the patient's left eye (os). Consequently, lens had to be removed and replaced during the same procedure. An incision enlargement was performed. No patient injury reported and patient has recovered. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/07/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The lens was observed under microscope where slight damage was observed on the len's edge. The haptics were detached and missing. The haptic drill holes of the lens were measured to addressed the complaint and were found within acceptable results. The complaint was verified. However, it could not be related to the manufacturing process; but could be related to the handling process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no non-conformity (nc) report associated to this production order. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.